Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing noise. No changes or interventions were reported, and the patient would continue to be monitored. There were no patient consequences.